Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a multi out was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect multi out has been received by manufacturer for evaluation. When the suspect part was connected to ac only the 28vdc measured in the normal range. Other electrical ports were found to have no measurable output. Upon inspection of the inside of the power supply, a open capacitor was found on the main circuit board.

Event description:
A site representative reported that while outside of procedure navigation system made a loud pop sound during boot up and the screen displayed black. Site mentioned that the power button was illuminated but the screens were blank. There was no patient present at the time of the issue.